Manufacturer narrative:
The extension was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient felt almost no stimulation after the stimulator was implanted; the stimulation was fine during the trial period. High impedances were noted. The extension was replaced. Everything appeared to be working appropriately. It was concluded that the lead and extension were not connected properly. The lead and extension were not broken. Reference manufacturer report #2182207200806314.